Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Voluntary medwatch received via us mail reported: use of the tandem t-slim insulin pump is the worst user experience I've ever had in my life. Multiple times a day, each and every day, I experience extreme alarm fatigue. The pump will alarm for everything and gets to the point where I want to smash the "profanity"thing into a million pieces adn then kill myself. Constant audial alarms when the device is suspended like you would do at a puvlic pool, or taking a shower, or bing intimate with a loved one. These immutable audio alarms cause concern for hte puvlic and are insanely inappropriate. Beyone the at the device alarms when the battery is low, or the units remaining is low, or you haven't touched it for a while, or you dared touch it but not return to the main menu. These are all unacceptable. There needs to be a certain level of trust put into the user, alarm fatigue leads to poor patient decisions and is a huge health liability. Software engineer in the medicl field, knows what the "profanity".